Event description:
It was reported in an abstract titled "the effects of the surgical technique for kyphoplasty", that: from (B)(6) 2002 to (B)(6) 2009, percutaneous bilateral transpedicular kyphoplasty with single balloon was performed in 86 patients with only painful osteoporotic vertebral fractures. All patients experienced dramatic pain relief or disappearance after the procedures. The rate of cement leakage was 3.2% and 29.1% in veins and soft tissues, around body, intervertebral. No further information was reported. It is unknown if the bone cement used was hv-r. Note: medtronic spine, llc does not currently distribute product in china

Manufacturer narrative:
Report source: article titled "the effects of the surgical technique for kyphoplasty", by bin meng, hui-lin yang, hong-tao zhang, xin mei, tian-si tang. Method - device not returned; followed up with author.